Manufacturer narrative:
Additional information: during the index procedure two resolute onyx des were implanted in the lad. The patient has a history hypertension and hyperlipidemia. The index procedure was prompted by ischemia, unstable angina and nstemi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Notify date confirmed as 29 may 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted. Cec adjudicated that a non-q-wave mi (target vessel) udmi peri-pci occurred in the prox lad on the same day. Sponsor assessed the event as possibly related to the index device and not related to the antiplatelet medication.